Event description:
The following was reported by the pt's wife: the pt reportedly experienced solution leaking out of the cassette and into the cycler. Pt has been finding fluid and moisture inside their cycler. Pt has been finding fluid and moisture inside their cycler every night since monday of the last week ((B)(6) 2013). The cassette's did not appear damaged and in each case the fluid was not noticed until it was time to remove the cassette from the cycler. Pt wife stated that there were no prophylactic antibiotics given or the need for medical intervention of any type. The pt continues with ccpd in stable condition. There was no such pt injury however an MDR is being filed to document the reported malfunction.

Manufacturer narrative:
Based on the info provided no definitive conclusion can be drawn. The actual device in question was not returned for evaluation. The pt returned a device from a different lot which was evaluated including functional testing and was determined to meet specification. A review of mfg records was performed and there were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. See MDR 8030665-2013-00240, 8030665-2013-00241, 8030665-2013-00242, 8030665-2013-00243, 8030665-2013-00245, 8030665-2013-00246, 8030665-2013-00247.